Manufacturer narrative:
G3 date received by manufacturer, corrected data: initial report inadvertently listed wrong date, should've been 06/22/2021.

Event description:
Clinic notes were received which reported that the patient had been diagnosed with left vocal cord paralysis due to the vns surgery. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.